Event description:
Report received indicated that stent dislodged in-patient while pulling back into sheath introducer. During a percutaneous transluminal angioplasty to the iliac artery, the endovascular sds/stents (palmaz genesis on opta pro) was placed through a 7f sheath introducer (si) prior to stent deployment physician decided not to use device because of its size and attempts to retrieve the stent delivery system (sds) back into the sheath for removal was made. However, when removing the sds, the sheath stripped the stent off the balloon placing the stent in an unintentional location. After a great deal of labor the physician tacked, the palmaz genesis stent with a smart stent up against the vessel wall. There was no adverse consequence to the patient reported. The product remains implanted in the patient and is not available for analysis. Additional information will be sent within 30 days upon receipt.